Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the replacement antenna did not entirely resolve the coupling issues or the issue of charging up to 100% / the next morning the battery was down to 3/4 full. The patient stated that the battery needed to charge each day because the program the patient usually used was in high density (hd). There were no reported actions taken to resolve these issues. The consumer also reported that the issues were not resolved; the patient usually charged the ins when it was 3/4 full because she did not like to sit more than one hour. In addition, the belt and sticky tabs did not work for the patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient was getting intermittent poor coupling. The patient was charging up and initially started with 8 coupling boxes, but then it dropped down, then went back up. The patient noted that she did not move the antenna around at that time. The patient charged all the way up to 100%, but the next morning, when she woke up, the battery was already down to 3/4 full. The patient also noted that she did not use the belt because it did not work as well for her. A recharge session was attempted and the patient saw a poor coupling screen. Repositioning the antenna did not resolve the issue. An antenna locate feature was attempted, but the issue did not resolve. No implantable neurostimulator (ins) pocket issues were reported. A new insr antenna was requested. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.